Event description:
Report rec'd from (B)(6) stating that there is missing internal components. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. Ref: (B)(4).